Event description:
It was reported that, upon interrogation of the implantable pulse generator (ipg) device, a pop-up message stated that there was a battery calculation error and longevity estimate may no longer be accurate. There will be intensified follow-up of the patient. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device reached normal elective replacement indicator (eri) and was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Products: 1242t pacesetter lead, implanted 1996 (B)(6). (B)(4).